Event description:
A medtronic representative reported a passive planar ball was bent during a spine procedure. The surgery was continued using a different instrument; the passive planar sharp. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement planar passive ball 1.5mm shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that, as reported, the tip of the probe is severely bent causing a divot error above 4.0 mm. Otherwise, the probe returned a good geometry error. Physical damage, bent probe tip, directly caused the event.